Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will sent once the results have been analyzed.

Event description:
Lap gastric sleeve - "see attached with pictures". " dr (B)(6) did a lap gastric sleeve and noticed that part of the seal had fallen off in the pt. Dr (B)(6) felt the product was unsafe because if he had not gone back for a second examination inside the pt after the surgery was completed the partial seal would have been left inside the pt."